Event description:
It was reported that this ambicor penile prosthesis (app) hard proximal tips were outside of the body plane making his shaft fold down flaccid in an uncomfortable position. It was also mentioned that the patient was implanted with the improper sized ambicor. The app was explanted and replaced with an ipp. There were no additional patient complications.

Event description:
It was reported that this ambicor penile prosthesis (app) hard proximal tips were outside of the body plane making his shaft fold down flaccid in an uncomfortable position. The app and explanted and replaced with an ipp. There is no additional information reported.